Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during injection of saline solution there was no return. No injury to the patient was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The catheter was flow tested and the complaint could not be confirmed. The device performed within specification. No definitive root cause could be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.